Manufacturer narrative:
To date, the reported device, 00823c, has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have not been received from the manufacturer; therefore, they were not reviewed. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: warnings: -to prevent inadvertent damage to internal organs and body structure, take biopsy samples under direct visualization. -hemorrhage from inadvertent damage of organs and vessels and taking multiple biopsies may result from the use of this device. Therefore, the physician is advised to pay close attention to the general principles of proper hemostasis during the procedure, as well as to inspect the biopsy area prior to conclusion of the procedure. Adverse reactions: -adverse reactions associated with the use of the biopsy forceps include acute and delayed hemorrhage, bower perforation, localized or systemic infections and other risks associated with the methods and medications utilized in surgical procedures. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 00823c device was being used on (B)(6) 2020 during a colonoscopy procedure. When the user was taking biopsies from the patient (2 biopsies) the tissue was torn by the device. There was no hemostasis required and the procedure was completed. There was no report of injury to the patient and no medical intervention/hospitalization required. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.